Event description:
Air entrainment into control syringe resulted in air bubbles being injected into the pt's coronary artery during diagnostic cardiac cath. After a short period of chest pain, pt status returned to normal. There was no permanent pt injury.